Event description:
It was reported that the patient presented for a follow-up in clinic. Upon examination, it was noted that the right atrial lead exhibited low pacing impedance and noise oversensing. Programming changes were made. The patient was stable in condition.

Event description:
New information received notes the ra lead was capped and replaced on (B)(6) 2024. No visual insulation breach in pocket. The patient was stable in condition throughout the procedure.